Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl and it was addressed by the customer drinking juice. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.